Event description:
During the procedure, the catheter would no longer deflect or change the position of its curvature. The catheter was replaced with a new one. There was no harm to the patient.

Event description:
During the procedure, the catheter would no longer deflect or change the position of its curvature. The catheter was replaced with a new one. There was no harm to the patient.